Manufacturer narrative:
(B)(4). Connection of the patient to an unprimed patient line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm and in the initial drain of therapy. During troubleshooting, the nurse reported that the patient line had not been properly primed before the patient had connected. The technical services representative assisted the nurse in ending therapy and reviewed proper procedures with them. The nurse planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.